Event description:
The physician achieved artriotomy closure with the closer s 6 fr. Device following a diagnostic procedure. The patient was reported to have presented to another facility at an unspecified date due to an infection. The patient was also diagnosed with a pseudoaneurysm. At an unspecified date, the patient was reported to have an amputation due to the infection. The patient was reported to have expired one month after the procedure due to complications from the infection and amputation. The customer has declined to disclose additional information.